Event description:
A 39 year old female w/ moderate ae after 5th round of dermav tx for 'rosacea' - severe edema, erythema, skin damage. Issues persisting 2 and a half months after incident; am going in for consult with a laser specialist next week. Procedure administered by (B)(6), aesthetician at (B)(6) (no delegation of laser by treating dermatologist, no proper informed consent, no proper follow up after alerting practice regarding reaction, no medical device settings provided even upon asking multiple times from said practice upon request of new medical team). Background: after 6 years under the care of dr. (B)(6) at (B)(6) (overfill of ha fillers resulting in tyndall effect and disfigurement, 25 chemical peels, 7 sofwave procedures for which I was not a suitable candidate, I have no skin laxity) - this ae occurred, the red flag that led me to other providers (dermatologist, plastic surgeon, laser specialist) that has led me to realize this is not the only ae I have suffered at the hands of this practice, but the most current one that may or may not result in permanent damage due to either incorrect use of device, misdiagnosis of rosacea (cheek overfill). Situation unfolding, but said practice refuses to provide me with medical device settings so medical team can assess proper steps forward. Flushing patterns I've never had before persist, extreme sun reactivity (new), product reactivity, compromised skin barrier (tewl readings one month prior on treated areas: 18), and wounds on my cheeks have not healed. I have pictures, records that were provided, and will am having a consult with dr. (B)(6) (he did the clinicals for the dermav laser) next week. I am under the care of plastic surgeon dr. (B)(6) and dermatologist dr. (B)(6).